Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the image was not able to be displayed due to a defective cable. It was confirmed that the defect was not caused by the user misuse. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the videoscope cable had a flickering image and distortion when was plugged into the video processor. The issue occurred at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found flickering image due to scope cable failure. Should additional relevant information become available, a supplemental report will be submitted.